Manufacturer narrative:
The reported events of over-sensing and pacing problem were confirmed. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.

Manufacturer narrative:
The reported field event of event of noise, sensitivity, and pacing anomalies were not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2019-02285; related manufacturer reference number: 2938836-2019-02287. It was reported that on (B)(6) 2019 ventricular noise reversions on a remote transmission were observed. An ams also showed oversensing on atrial channel; however, no ventricular oversensing during the ams. An oldest noise reversion was observed in (B)(6) 2018. Programming changes were made. On (B)(6) 2019, the patients rv lead was found to have reproducible noise with patient movement in clinic. The impedance trend had been slowly declining. The patient was pacer dependent. On (B)(6) 2019 the lead was capped and a new rv lead was implanted. The patient condition is stable. Overnight patient had 3 noise reversions. Patient inhibited pacing for a few seconds each episode and the hospital had strips of asystole. Noise was observed on both atrial and ventricular leads and never at the same time and not related to any outside interference. Noise was suspected on the device header. The decision was made to explant the device.